Manufacturer narrative:
Based on the claim against the product by the customer noting an unspecified error fault and an issue with the displayed image due to a faulty illuminator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Review of the system logs confirmed error code 48242 indicating a fault on the illuminator. During field evaluation, fse reproduced the issue and replaced the defective illuminator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis with an in-house pca system confirmed the issue. The illuminator failed initial testing and white balance; blue output was displayed during startup. The complaint was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: during the procedure, unspecified error fault and an issue with the image display was experienced. The procedure was completed using a 3rd party illuminator. Fse investigated and confirmed a defective illuminator and failure analysis confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an unspecified error fault. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Upon verification, user noted that the image color had a green tint, a white balance was performed, system was powered cycle, and a backup endoscope was used; however, these did not resolve the issue. Tse guided caller to restore factory settings; however, issue persisted. Tse guided caller to change to another illuminator and perform white balance again. Caller replied procedure was ongoing and it was inconvenient to confirm. No other issue was reported. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and additional information was obtained. The system was inspected prior to use. After an unspecified time, an issue was noticed on the illuminator. The procedure was completed using a 3rd party illuminator.